Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer experienced a "high" blood glucose (bg) as a result (specific bg value was not provided). Customer delivered a bolus via the pump to address elevated bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.